Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and hardware low level failures error detected. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Trouble shoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. However,software error detected alarm found in the pump history due to software error and hardware low level failures alarm confirmed in the pump history due to broken trace at pin6, u1 keypad assembly.